Event description:
It was reported that the patient experienced syncope and a holter monitor that showed fourteen second pauses when no arrhythmias were detected on implantable pulse generator (ipg). It was reported that the right atrial (ra) lead and the right ventricular (rv) lead were suspected to be fractured. The leads were capped and replaced. When new leads were plugged back into the existing ipg, unexplained noise was noted on atrial lead. The lead was not being manipulated at the time, and the noise could not be reproduced by tugging the leads or tapping on the ipg. It was assessed that it was an ipg issue and a decision was made to replace the ipg. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.